Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient underwent skin flap revision surgery in (B)(6) 2014 (day not reported) at the implant site, as the device had extruded. Subsequently, the patient developed an infection and extrusion for a second time, resulting in a decision to explant the device. The device was explanted (B)(6) 2015.